Manufacturer narrative:
(B)(4). Yes pt took 500mg of acetaminophen everyday, twice a day ( 2 pills in the morning and 2 pills before going to bed 500mg/pill) total of 2000mg per day.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.